Event description:
It was reported that an interlink IV catheter extension set leaked between the female hub and the threads of a non-baxter luer activated device. This malfunction occurred after connection during priming and flushing. There was patient involvement, however, no patient injury was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact date of birth is unknown, but it is known that the patient is an adult. A batch review cannot be performed since there was no lot number provided. The customer has provided a photo of the defective device. The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned to baxter for evaluation; therefore, a device analysis could not be performed. A supplemental report will be submitted if additional relevant information becomes available. Corrected data: a photographic image of the baxter device was not provided by the customer.